Event description:
I had the essure put in (B)(6) of this year. Ever since, I have had very irregular periods. The first 2 months, I had 2 periods a month and they were heavy, so heavy that they were like I just had a baby again, which also came along with blood clots. Here I am in the third month and my period is 2 weeks late. All I've been having is a pinkish discharge off and on. I've been cramping every now and then and have had severe back pain, but no period. The first two weeks after I had this done, I had real bad stabbing pains where the coils were set. Now I just have terrible back pain, cramping, loss of appetite, and a loss of sex drive. I found out that I have even lost 10 pounds because of my lack of appetite. I have also been having just about daily headaches, which I've never had before this procedure.